Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If explanted; give date: not applicable as lens remains implanted. (B)(6). Device evaluation: product testing could not be performed since the product was not return for evaluation. According to the initial report the material is not available for investigation. However, photo was provided attached to the complaint folder. It shows what appears to be an implanted lens, nevertheless due to the resolution of the photo it is not possible to identify the reported foreign material. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer identified a lens with a small burr / wire or similar on it. Dr. (B)(6) got the piece off with forceps without any complications, but it was clear that the wire / piece was really attached to the lens as if part of it. The lens moved as he pulled the piece. No patient injuries were caused. No additional information was provided.